Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. 03.503.062 - 3475574: manufacturing site: (B)(4). Manufacturing date: 27august2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the hold-forceps in question broke off during the surgery when the surgeon attempted to grip a plate. No surgical delay was reported. No adverse consequences were reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number, 03.503.062, matrixmandible plate introducing forceps, lot number 3475574). The subject device was received with one of the tips broken off. The forceps show traces of use. The investigation has shown, that the hardness testing measurement results are within the tolerance range of: 44,0 - 48,0 hrc. The fracture can be attributed to improper handling. It is likely that too much applied force caused the breakage. As previously reported, a review of the device history records showed the device met specifications at the time of manufacture in august 2010. No manufacturing-related fault, material or design issues were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.